Manufacturer narrative:
4the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose level was 66 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.